Manufacturer narrative:
Philips has investigated this complaint. According to the additional information collected, the procedure was completed as planned after cleaning the wired footswitch surface. The philips remote service engineer (rse) analysed the system remotely and confirmed that the foot switch could not initiate fluoroscopy but could make exposures. Upon troubleshooting, the rse found dirt on the wired footswitch surface. To resolve the issue, the rse guided the customer to clean the contrast agent from the wired footswitch surface. After cleaning the wired footswitch surface, the system was returned to use in good working order. At the time this complaint was received, philips did not have enough information to exclude a product malfunction with the potential for death or serious injury on recurrence, and as such the complaint was reported. Since that time, new information has been received which has led to the determination that this is scenario is not likely to cause or contribute to death or serious injury if it were to recur. The reported issue did not impact on the completion of the procedure. The procedure was completed as planned on the same system by cleaning the wired footswitch surface, with no impact on patient or user. Based on the investigation results, philips concluded that the complaint is not reportable. The codes were updated based on the investigation outcome. Evaluation method code was corrected.

Event description:
It was reported to philips that the system foot switch could not initiate fluoroscopy but could make exposures. The device was in clinical use at the time of event. No harm was reported to philips. Philips has started an investigation of this complaint.